Manufacturer narrative:
The product support engineer (pse) troubleshot this issue with the customer over the phone. Review of the event log indicated that the ventilator was operating on battery power and was giving a low battery alarm at the time of the event occurred. The customer was advised to fully charge the battery and then perform the battery test per the performance verification test (pvt). The customer reported that the ventilator powered on after it was charged for a while and concluded that the alternating current (ac) socket was bad. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that during patient use, the ventilator shut down. The patient was transferred to an alternate ventilator with no harm.